Event description:
Customer reported via phone, the drive support cap was sticking out and insulin was squirting out. Customer mentioned the issue has been reoccurring for a month. Customer doesn't know her blood glucose level. The drive support cap is protruded. Customer stated he had dropped the device once or twice. Customer didn't press the cap while connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.